Event description:
Tissue expander was placed in pt's breast on 9/28/95. The expander deflated and was removed from the pt on 11/2/95. Cause of deflation of expander unknown. Question product problem or operator problem.